Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/17/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the system won't power on. It is unknown if the unit was in clinical use at the time the reported issue was discovered. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 25jan2019. The v60 ventilator,engl opt: cflex,avaps(average volume assured pressure support) was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the v60 ventilator,engl opt: cflex,avaps revealed no signs of damage or contamination to the exterior of this unit. Internal visual inspection revealed no signs of damage or contamination. The internal visual inspection did reveal that all cables, wiring, and tubing was routed correctly with secure connections. The visual inspection however did reveal that this unit is missing two feet, the top cover screws were missing, the (motor controller) mc board was not installed correctly, and the (data acquisition) da board to flow sensors cable had heat related damage. The test ventilator did boot into diagnostic mode, however, there were multiple instances of the 1007, 1127, 111b, 1218, 100b, 1118, and one instance of the 1008 errors found in the log. The 12 volt failure was traced to q15 and l2 on the(power management) pm board. Q15 was shorted internally across all pins with 1.3 ohms of resistance. L2 was shorted with 0.11 ohms of resistance across the primary to secondary windings.c96 (22uf 25v 20% ceramic cap) on the mc board with a measured value of 11.2 ohms.c8 (22uf 25v ceramic cap) on the air flow sensor with a measured value of 0.51 ohmsq15 (lot code: p233j) was removed and replaced on the pm board.l2 (lot code: 1231-tu) was removed and replaced on the pm board.c96 (22uf 25v 20% ceramic cap) was removed and replaced on the mc board.c8 (22uf 25v ceramic cap) was removed and replaced on the air flow sensor. The damaged da board to flow sensors cable was replaced on the(gas delivery system) gds system. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.